Event description:
It was reported, to philips the device was not turning on.

Manufacturer narrative:
The customer contacted the philips response center. The response center sent a quote to the customer for evaluation of the device. The customer declined service from philips. The device remains with the customer. No conclusion can be drawn. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips the device was not working. Additional details have been requested. There was no patient involvement.